Event description:
A retrograde approach was used to access the left ventricle. Upon accessing the left ventricle, application of radiofrequency was started. The patient then went into ventricular fibrillation and went into cardiac arrest. Resuscitation was started and contrast revealed an aortic dissection. It is unknown when this occurred during the procedure. It is suspected to have occurred during the retro-grade approach to access the left ventricle with the catheter. After more than 2 hours of unsuccessfully trying resuscitation, the patient expired. No problems were noted with the catheter or any equipment used in the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection, cardiac arrest, and patient death remain unknown.